Event description:
Related to medical device MFR's report #: 3004742232-2009-00039. It was reported per the attached medwatch report: "diamondback device used in rt common femoral artery. Vessel dissection noted in rt superficial femoral artery post usage. When device was removed from body with wire, a large amount of tissue was wrapped around the diamondback wire". Three attempts have been made to obtain additional info regarding this event, but no additional info has been provided. The device has also been retained by the facility.

Manufacturer narrative:
Device analysis: the device was retained by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk.